Event description:
The customer reported non-reproducible beta human chorionic gonadotrophin (bhcg) results, for one patient, involving the unicel dxi 600 access immunoassay system. The customer performed a manual dilution then retested the sample and obtained higher bhcg results. The customer indicated there was insufficient sample for further testing. The customer stated the initial result released was negative but after further testing the results were invalidated. The physician questioned the initial result, and the sample was retest on an alternate unicel dxi 600 system which produced a lower result. The customer noted system check and quality control (qc) failed at the time of the event. There was no impact to patient care associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the instrument gave backlash system errors and replaced the belt on the pump. The fse then discovered the pump had air in it and replaced the pump. The fse instructed the customer to perform system check and noted the substrate had become contaminated after installing the new substrate pump which was decontaminated prior to use. The substrate rlu's were elevated to >12,000 rlu's. The fse disassembled the substrate loader and cleaned the stoppers and straws then decontaminated using contrad solution followed with citranox. The fse performed an acceptable substrate calibration and completed utility assay and system check. The fse then noted the reported issue was caused by substrate contamination which resided in the new substrate pump and could not be eliminated with the contrad or citranox decontamination solution. The fse then replaced the substrate selector valve, substrate probe, and pump, then decontaminated two times with citranox. The fse followed up with the laboratory the following day and stated system checks were within specifications. The fse also instructed the customer to perform pipettor verification and high sensitivity system check; results met published performance specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, substrate contamination is the likely cause of the event. The cause of the recurring contamination is unknown but was resolved with multiple completions of the substrate decontamination procedure. Beckman coulter continues to track and trend any incident related to this issue.